Event description:
It was reported that a catheter issue occurred. The 70% stenosed lesion was located in mildly tortuous and mildly calcified circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon attempting to remove the catheter through a non-boston scientific guide catheter, resistance was felt. It was noted that the distal tip was kinked, and the ivus catheter was completely mangled along with the guidewire. The physician was able to remove the guide and the ivus catheter outside of the patient's body by completely removing the system. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the guidewire exit port was observed partially torn and deformed. The sheath and telescope were observed kinked. Functional test also revealed that, a test guidewire was inserted and there was no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed lesion was located in mildly tortuous and mildly calcified circumflex artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, upon attempting to remove the catheter through a non-boston scientific guide catheter, resistance was felt. It was noted that the distal tip was kinked, and the ivus catheter was completely mangled along with the guidewire. The physician was able to remove the guide and the ivus catheter outside of the patient's body by completely removing the system. The procedure was completed with a different device. No patient complications were reported.